Event description:
It was reported that the handpiece failed homing. The bur did not extend beyond the guard. The drill/long attachment/guard was reassembled but the still failed. The long attachment was switched but still failed. The drill guide did not appear to be bent. It tried homing with the clamshell open with no drill and the snaplock would just flop back and forth but would not move from the retracted position. The tech said it was difficult to insert the long attachment into the drill. A backup handpiece was used but still failed. Finally, the drill was replaced and it passed successfully. The device was not being used with a patient during the event. The results of the investigation confirmed that the malfunction is associated with the handpiece instead to drill. Results of the investigation have concluded that the snaplock assembly was damaged, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the navio handpieces, intended for use in treatment, had homing issues prior to a procedure on 06-aug-2015. The navio handpieces were returned for further evaluation and the initial visual/functional inspection was performed, which did not confirm the reported event. However, handpiece is part of known affected lots of snap locks under an internal correction. It is the conclusion of the investigation that handpiece is the cause of the initial homing errors. The second homing errors could have been the result of debris or a slightly bent tip in the handpiece that was relieved during the first three homing attempts. The root cause of this issue was found to be supplier / raw material fault. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports.